Manufacturer narrative:
Follow-up # 1 date of submission 08/08/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/16/2013 with the following findings: during testing, the display screen was clear and legible. There was evidence of moisture in the battery compartment. A leak test was performed and a cracked battery compartment was found. The pump cover was opened and no further moisture was found internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/colorspctrm w/moist) issue. The reporter stated that the display screen had discoloration on the right side. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.